Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got her insulin pump this morning and now the battery died. Customer stated that she had 2 days of low blood glucose readings. Customer mentioned that the time setting was incorrect and she wants to double time so that she is getting insulin properly. Customer mentioned that the time is off and she forgot. Customer declined troubleshooting for the low blood glucose. Customer was assisted in changing the time. Customer's blood glucose was at 36 mg/dl. Customer treated with grapefruit juice that her husband gave her.